Event description:
It was reported the ECG (electrocardiogram) cable port is broken. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) cable port is broken. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the electrocardiogram (ECG) connector was broken. It was also noted that the keyboard was missing screws, the keyboard screw was loose, and the audio loop back test failed due to the microphone being out of specification. (B)(4).